Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017. Customer's blood glucose was 585 mg/dl. Drive support cap appears normal (slightly indented). The pump passed high pressure test. The customer was treated with syringe and intravenous drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump is not expected to be returned for analysis.